Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump failed to suspend during a low reading. Customer stated that they experienced low blood glucose of 41mg/dl. Customer stated that insulin pump was set up to threshold suspend for a reading of 69 or 70 but the insulin pump did not suspend. Customer was assisted with reviewing data and the report showed that the insulin pump actually suspended during low readings. The insulin pump will not be returned for analysis.